Event description:
The pt was revised due to poly wear and loosening of the tibal component.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not determine the root cause of the reported event. The need for corrective action is not indicated.